Event description:
A report was received that the patient was allergic to the epoxy in the header of the ipg. Symptom included itchiness all over the body. It was the actual device that caused the issue. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.